Manufacturer narrative:
Two laser assemblies have been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the laser on the system was not working. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the laser assembly was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The left sagittal laser was returned to the manufacturer for analysis. Analysis found that the reported complaint could not be confirmed. The laser functioned as expected. The laser assembly was returned to the manufacturer for analysis. Analysis found that physical damage to conductors prevented power to the laser. The conductive wires had been tugged. The assembly was damaged. Analysis found that the reported event was related to a mechanical issue. H6) 10, 114, and 4307 are associated with the system checkout. 10, 180, and 4307 are associated with the laser assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.